Event description:
It was reported via repair work order that the cot was raised all the way up and then it dropped into low position according to customer. The technician evaluated the unit and found that litter unit didn't lock in high height due to entire unit damage. The user was impacted claiming some back pain after incident.